Event description:
It was reported that during surgery, on (B)(6) 2026, the unit made a rattling noise during operation and it was not taking the skin properly. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete and no additional information is available.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.